Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was medically treated for thrombus in (B)(6) 2013. After medical treatment, the patient was discharged home with no further issues until being routinely transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.